Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in the bipolar configuration, the lead exhibited less than 200 ohms impedance and loss of capture. The lead was replaced.